Manufacturer narrative:
Section b5: the patient's driveline and fungemia infections were previously reported under MFR #'s 2916596-2019-03323, 2916596-2019-03324, 2916596-2019-03325, 2916596-2019-03326, 2916596-2019-03553, 2916596-2019-03554, 2916596-2019-03556, 2916596-2019-03557, 2916596-2019-03559. Section d4 and h4: additional information manufacturer's investigation conclusion: a correlation between the device and the reported event cannot be conclusively determined. The patient remains ongoing on vad support. No product available for investigation. Sepsis, infection, renal dysfunction, right heart failure, and cardiac arrhythmia listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The IFU also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 2 years, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient developed septic shock, now with significant auto-diuresis. Possible that increased uop is in the setting of post-atn diuresis. Patient's cr has improving. It was reported that on (B)(6) 2019, the patient was readmitted for driveline and fungemia infections. Patient initially presented to coronary care unit with pseudomonas bacteremia ((B)(6) 2019) with history of left ventricular assist device infections including pseudomonas and staphylococcus epidermidis. Pseudomonas bacteremia acute on chronic issue. Patient presented with gram-negative bacteremia ((B)(6) 2019). No evidence of driveline abscess on computed tomography. No obvious vegetations on transthoracic echocardiogram. On ceftazidime, colistin, cipro, doxycycline prior to admission for synergistic coverage of pseudomonas and of staphylococcus epidermidis. Admission cultures on (B)(6) 2019 were positive to candida parapsilosis fungemia and 1 of 2 sets of culture were positive and sensitive to micafungin. Persistent blood cultures done on (B)(6) 2019 with continued daily blood cultures. Opthalmic consult is requested. Transthoracic echocardiogram is considered but unlikely to affect management. Started on fluconazole on (B)(6) 2019 status post load. No further information was reported.